Event description:
Patient had bilateral vdro's performed on (B)(6) 2017 with 3.5 110 degree plates. A second surgery was scheduled on (B)(6) 2020 to revise rotation in the left femur. Bilateral removal of initial plates performed. A de-rotation osteotomy was then performed on the left femur utilizing a 3.5 130 degree 4-hole plate, initial procedures performed by dr. (B)(6). On (B)(6) 2020 patient arrived to the ER with pain in left hip. X-rays taken which showed inferior locking screw in the proximal cluster backing out and fracture at the osteotomy site. Patient was brought to the or for incision and drainage of the wound and removal of the 3.5 130 degree locking plate by dr. (B)(6). Intra-op confirmation of inferior locking screw disengaged form plate. Anterior locking screw was loose. Posterior locking screw had bent but was secure. Plate was removed. Wound irrigated, femur fx corrected with a synthes 3.5mm 130 9 hole plate.